Event description:
A 16fr bard system was placed into patient which includes everything in package needed for insertion. After successful placement of foley, nursing noticed that tubing was bent/kinked right where the tubing meets with the collection bag. This prohibited flow of urine into collection container. If nurses manually manipulated tubing to counteract the kink, urine would flow. Instead of opening the sterile system to place a new bag, or remove the cath and have to place another. Nursing wrapped the kinked tubing with tape and secured it to the system to prevent it from bending at the site. If this had not been noticed by nursing, it could potentially cause the patient to have too high a volume of urine in her bladder even though she had a foley.